Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2316-70 serial #: (B)(4) description: infinion70 cm lead kit. Model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient, who had a recent motor vehicle accident, experienced a change in his stimulation with no good coverage for his pain and had missing contacts on the right. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads was replaced and the splitters were explanted per physician's preference. The patient was doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient, who had a recent motor vehicle accident, experienced a change in his stimulation with no good coverage for his pain and had missing contacts on the right. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the missing contacts were meant high impedances.

Event description:
A report was received that the patient, who had a recent motor vehicle accident, experienced a change in his stimulation with no good coverage for his pain and had missing contacts on the right. The patient will undergo a revision procedure.